Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that subtherapeutic international normalised ratio was treated with warfarin on (B)(6) 2019. Patient also experienced hypotension which was treated with midodrine on (B)(6) 2019. Patient was transitioned from dopamine to epinephrine on (B)(6) 2019 for right ventricular dysfunction

Event description:
It was reported that patient had a subtherapeutic international normalized ratio treated with warfarin and heparin on (B)(6) 2019. Labs were collected every other day. Labs on (B)(6) 2019 showed international normalized ratio was back at therapeutic level. Transthoracic echocardiogram taken on (B)(6) 2019 marked with right ventricular dysfunction . Subject was started on continuous veno-venous hemofiltration for volume removal and transitioned from dopamine to epinephrine. Transthoracic echocardiogram taken on (B)(6) 2019 showed severe right ventricular dysfunction and was ongoing at the time of the patients death. Inotropes were initiated for right heart failure. Upon interrogation device parameters showed frequent pulsatility index events on (B)(6) 2019. Speed was increased to 5500 rotations per minute to increase perfusion and augment mean arterial pressure. Speed was decreased to 5300 rotations per minute due to suction events on (B)(6) 2020. Speed was decreased to 5100 rotations per minute on (B)(6) 2020 and resulted in fewer pulsatility index events. It was suspected that changes in pulsatility index reflected hypovolemia in the setting in high stool output and fluid removal was held on (B)(6) 2019. It was noted that pump had good flows and no significant alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of right ventricular failure, hypotension, and subtherapeutic inr could not be conclusively determined through this evaluation. A direct correlation with heartmate 3 lvas, serial number (B)(6) , could not be conclusively established. It was reported that the patient had subtherapeutic inr and hypotension on (B)(6) 2019. The subtherapeutic inr was treated with warfarin, and the hypotension was treated with midodrine. The patient was also transitioned from dopamine to epinephrine on 30mar2019 for right ventricular dysfunction. The patient remained ongoing on (B)(6) following these events until she ultimately expired on 27apr2019 (reference (B)(4), (B)(6) was not returned, and there is no product available for investigation. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a subtherapeutic international normalized ratio treated with warfarin and heparin on (B)(6) 2019. Labs were collected every other day. Labs on (B)(6) 2019 showed international normalized ratio was back at therapeutic level. Transthoracic echocardiogram taken on (B)(6) 2019 marked with right ventricular dysfunction . Subject was started on continuous veno-venous hemofiltration for volume removal and transitioned from dopamine to epinephrine. Transthoracic echocardiogram taken on (B)(6) 2019 showed severe right ventricular dysfunction and was ongoing at the time of the patients death. Inotropes were initiated for right heart failure. Upon interrogation device parameters showed frequent pulsatility index events on (B)(6) 2019. Speed was increased to 5500 rotations per minute to increase perfusion and augment mean arterial pressure. Speed was decreased to 5300 rotations per minute due to suction events on (B)(6) 2019. Speed was decreased to 5100 rotations per minute on (B)(6)2019 and resulted in fewer pulsatility index events. It was suspected that changes in pulsatility index reflected hypovolemia in the setting in high stool output and fluid removal was held on (B)(6) 2019. It was noted that pump had good flows and no significant alarms.

Manufacturer narrative:
Section b2, b5: patient death was previously reported in MFR # 2916596-2019-02424. This report is being corrected to 'serious injury' since a death report was already submitted. Manufacturer's investigation conclusion: a specific cause for the report of right ventricular failure, hypotension, and subtherapeutic international normalized ratio (inr) could not be conclusively determined through this evaluation. Additionally, a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. The patient ultimately expired on (B)(6) 2019 reportedly due to acute on chronic systolic heart failure (refer to MFR # 2916596-2019-02424). Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation; however, the event was not considered device-related, and it was reported that the device was operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09feb2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 4 ¿system monitor¿ of the IFU, under ¿optimal fixed speed¿, outlines how to determine the optimal fixed speed and low speed limit. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. This document outlines indications of right heart failure as well as possible treatments. The IFU also outlines how to determine the optimal fixed speed and low speed limit and addresses pi events as well as potential causes. No further information was provided. The manufacturer is closing the file on this event.